Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via review of x-ray. Patient was asymptomatic. Patient will be monitored via follow-ups.